Manufacturer narrative:
The reported event of hypersensitivity and allergic reaction was not confirmed by analysis. Final analysis found the interrogation and visual results to be normal. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for an allergic reaction to their pacemaker, right ventricular (rv) lead, and right atrial (ra) lead. The entire system was explanted and successfully replaced with a leadless device. The patient remained stable.